Event description:
Noted resistance when attampted to remove drain. Drain was removed but a portion of the drain was retained. The pt returned to surgery for exploration and removal of subfascial fragmented drain. Procedure was revision of incision and removal of drain.